Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8578, lot# n114174, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported the catheter was unable to be aspirated; however, the patient was not experiencing any symptoms to indicate he was not receiving therapy from his pump. Due to not being able to aspirate the catheter; clearing the internal tubing of the old medication was unable to be done. It was further reported there was no difficulty in aspirating medication from the reservoir. There was no pocket fill. No other interventions or troubleshooting was done to resolve the trouble aspirating. As the catheter was unable to be aspirated, the hcp could only do a partial system cleanse in the reservoir only. The hcp refilled the pump reservoir only. The original medication was unable to be removed from the internal pump tubing as well as the intrathecal catheter. The pump was able to be fully refilled. Not the internal pump tubing nor the intrathecal catheter. The patient was noted as receiving effective therapy.